Manufacturer narrative:
(B)(4). Batch # r9379j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the device would not open and would not fire. It is unknown how the device was removed from the tissue. There is no further information available.

Event description:
It was reported that during a lap cholecystectomy, the device would not release. It loaded and then jammed. Case completed with another device of the same product code. There were no patient consequences reported.